Event description:
This lead dislodged and was confirmed by chest x-ray to have moved from the atrium to the ventricle. There are no adverse events reported for this patient. The lead was successfully repositioned the following day through a second procedure.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.